Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: background. Updated event description: it was reported that on an unknown date, a trochanteric femoral nailing advanced (tfna) helical blade was statically locked but slipped out 3 weeks later. The interlocking mechanisms in the proximal nail screw interface failed and slipped after using the torque limiting device. The procedure was successfully completed with no surgical delay. The patient status is unknown. Concomitant device reported: unknown locking screw (part#: unknown, lot#: unknown, quantity: 2); unknown torque (part#: unknown, lot#: unknown, quantity: 1). This complaint involves two (2) devices. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s) located in pc's attachments section received through 29jan2021.the image(s) was reviewed, and the complaint condition of will blade migration was confirmed as the image showed the blade moved laterally. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot null, device history batch null, device history review a manufacturing record evaluation could not be performed as the lot number could not be determined from the image. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated additional event description. H3, h6: the device photo was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event description . During the 1st post op examination it was determined that the statically locked femoral head screw in the tfna slid which resulted in failure of the device of a reverse oblique intertrochanteric fracture. The implant been in the patient 3 (three months) and the devices not explanted.

Manufacturer narrative:
510k: this report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a trochanteric femoral nailing advanced (tfna) helical blade was statically locked but slipped out 3 weeks later. The interlocking mechanisms in the proximal nail screw interface failed and slipped after using the torque limiting device. The procedure was successfully completed with no surgical delay. The patient status is unknown. Concomitant devices reported: nail head elements: tfna helical blade (part number unknown, lot unknown, quantity 1); locking screw (part number unknown, lot unknown, quantity 2); torque (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown nails: tfna. This is report 2 of 2 for (B)(4).